Event description:
Caller reported a malfunction on the pump without any notable events occurring prior. It was unknown or the caller declined to answer whether the issue caused the customer's blood glucose to exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so. The customer was advised to use multiple daily injections (mdi) as backup therapy, and a replacement pump was sent. The caller was given instructions for returning the faulty pump and understood the steps required upon receiving the replacement.